Event description:
The patient's spouse reported via email that the patient's v-go devices fell off after an hour or so. The patient's spouse reported they switched to another v-go kit, which resolved the issue. The patient's spouse reported the issue occurred several months ago.